Event description:
The clinician reports, that the implant was inserted (B)(6) 2019 in ada 19 of the patient's mouth. Details of surgery are reported as follows: primary stability was not achieved. On (B)(6) 2019, loss of osseointegration of the implant was verified. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: mobility and swelling. No further patient complications were reported.